Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely intermittent image loss was due to a faulty cable. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. A device history review revealed no issues that could have caused or contributed to the reported issue]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image disappears temporarily and is blackout out. The issue occurred during a diagnostic cystoscopy procedure that was completed using a similar device. There were no reports of patient harm.